Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that during the creation of the lasik flap in the right eye, there was an area of opaque bubble layer (obl) at the 6-9 o'clock position. Due to the obl, there was no side cut performed in that area. The surgeon completed the side cut by etching through the patient interface. Subsequently, the surgeon was able to lift the flap. Additionally, the flap for the left eye had no issues. The procedure was completed successfully. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).